Event description:
It was reported that a user of the ilet experienced elevated blood glucose after an insulin change alert due to an empty cartridge and performed two consecutive supply changes without identifying issues, after which glucose began to decline during the call. Symptoms included hyperglycemia. Outcomes included no hospitalization and resolution with trend toward improvement. Investigation included review of dosing history and user walk through of supply change steps with troubleshooting and education completed. Investigation of this case revealed no device malfunction identified, dosing had stopped when insulin was depleted, and subsequent supply changes were performed correctly with glucose improving. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.